Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response on the esc button due to moisture damage on keypad traces noted. Unable to perform displacement test due to unresponsive keypad. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 148 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.